Event description:
The manufacturer received information regarding an everflo oxygen concentrator device. There is an allegation from a user that they suffered a stroke in the hospital due to the device being too loud. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.